Event description:
A report was received that the patient was having inadequate stimulation. It was also mentioned that the patient was getting stimulation in a non target area. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.